Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz2934 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4 fr dl provena had to be removed 9 days later because of a leak at the 2cm mark. No patient harm reported.